Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact on the customer¿s blood glucose level. The customer planned to return the device for inspection, and a replacement pump with a new serial number was identified for the customer.